Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed power and flow elevations; however, a specific cause as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. A direct correlation between (B)(6) and the reported gastrointestinal bleeding could also not conclusively be determined through this evaluation. It was reported that the patient was admitted for gastrointestinal bleeding (gib). The registered nurse (rn) incidentally noted elevated pump power and therefore elevated flow. The patient¿s lactic acid dehydrogenase (ldh) was 270 and plasma-free hemoglobin was less than 8. Repeat labs are pending. The submitted log files contained overlapping data spanning from (B)(6) 2021 at 20:16:08 through (B)(6) 2021 at 14:48:15, per the timestamps. Throughout the log files, several elevations in pump power and calculated flow were captured pump power ranged from 6.2 watts to elevations as high as 9.0 watts, while pump flow ranged from 3.4 lpm to elevations as high as 7.4 lpm. Avg. Pi ranged from 2.1-5.8, respectively. Power cable disconnect alarms, when the power was routinely changed, and persistent pi events were also captured throughout the duration of the log files. A specific cause for the changes in pump parameters cannot be conclusively determined. Additional information was received from the customer stating that the gastrointestinal bleeding occurred on (B)(6) 2021. The patient was given a computed tomography angiography (cta). The patient is stable, however, a colonoscopy confirmed bleeding. Cecal arteriovenous malformations (avm) were cauterized and hemosprayed and the patient was asked to follow up with his primary care provider (pcp) 1 week post discharge. An intravenous (IV) dose of iron dextran was thought to be responsible for the high pump powers. The patient remains ongoing on heartmate ii lvas, (B)(6), until they experienced further power elevations on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on (B)(6) 2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C. Is currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a gastrointestinal bleed (gib) on (B)(6)2021. A computed tomography angiography scan was done, and a colonoscopy confirmed bleeding. A cecal arteriovenous malformation (avm) was cauterized and hemosprayed. Log files were sent as the bedside nurse noted elevated pump power and elevated flow on (B)(6) 2021. Lactate dehydrogenase (ldh) was 270 that morning, and plasma-free hemoglobin was less than 8. The log files displayed elevations in power & flow as mentioned, mainly associated with pulsatility index (pi) events. The data also showed multiple pi events occurring on (B)(6) 2021 at 8:16pm through (B)(6) 2021 at 12:30pm. There were no unusual events seen within the log file. The healthcare professional reported that an IV dose of iron dextran was thought to be responsible for the high pump power. The patient would follow up with their primary care physician 1 week post discharge.